Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/12/2022. H6 component code: g07002 no device return. The following additional information was requested, but unavailable: please provide product code. Please provide correct lot number as the lot initially reported (rc2bbtu) is not recognized by our system. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. Please provide procedure name: according to the feedback of the sales representative, all the above answers are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide procedure name. Please provide product code. Please provide correct lot number as the lot initially reported (rc2bbtu) is not recognized by our system. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. It was reported that when the doctor in the delivery center was performing a surgery, the problem of pulling off suture needle happened during the surgery. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.